Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Device unable to verify unresponsive keypad anomaly or blank display, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had completely dead and keypad unresponsive. Customer stated that insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer that the insulin pump was not showing any signs of damage or crack, it was just the battery compartment shows a water or fluid in it. Customer was in the swimming pool when she get out from the pool, her insulin pump shows a blank screen and would not turn on at all. The device will be returned for analysis.